Event description:
General report of undocumented incidences of leakage and bleedback with use of a reflux valve reported. There have been an unspecified number of undocumented incidences where there has been leakage and bleedback from around the valve site in ICU. Obstetrics and nursey. In ICU, the clinicians have found that when drawing blood from central lines with the use of vacutainers to obtain blood, when the vacutainer is removed, a small amount of blood continues to leak out of valve. No pt harm has been reported as the clinicians are at the bedside when this occurs, and the clinicians know that this will occur and wear gloves when drawing blood. Also states that leakage occurs around the valve when running IV solutions, especially diprivan and propofol. Has also experienced having a small amount of air "sucked into" the lumen of the central line when removing the syringe from the valve. No pt harm such as significant air injection into pt or blood loss or significant IV solution volume loss has been reported in any incident. Also reported in the nursery department was that there has been leakage around the valve causing a small amount of bleedback, especially when running propofol and diprivan. An unspecified number of peripheral ivs have been lost with need for restart, but no loss of central lines reported. Bleedback and leakage has also occurred in the labor and delivery dept, but no specific pt information was available. If any further info becomes available, it will be reported to the agency.